Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels, infection and metallosis. Subsequently, patient was revised on (B)(6) 2012. Patient's legal counsel further reported that fluid was allegedly noted during the revision procedure. The modular head and acetabular cup were removed and replaced with cement spacer molds. Patient's legal counsel reported patient underwent another revision procedure on (B)(6) 2012 to remove the femoral stem and implant a cement spacer mold. Patient underwent reimplantation procedure on (B)(6) 2013. Patient's legal counsel further reported that reactive metal-on-metal debris was allegedly noted during the reimplantation procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes dated (B)(6) 2012 reports patient was revised due to metallosis and hypospadias. Revision op report notes approximately 1 liter of mocha-colored fluid accumulation and the loss of the anterior column of the acetabulum. Op notes report the revision was continued on (B)(6) 2012 to remove the remaining components at which time additional mocha-colored fluid was encountered. Additional information received in patient's op notes dated (B)(6) 2013 reports that during re-implantation, a mass containing metallic-looking fluid was observed compressing the sciatic nerve. The patient was re-implanted with competitor components.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels, infection and metallosis. Subsequently, patient was revised on (B)(6) 2012. Patient's legal counsel further reported that fluid was allegedly noted during the revision procedure. The modular head and acetabular cup were removed and replaced with cement spacer molds. Patient's legal counsel reported patient underwent another revision procedure on (B)(6) 2012 to remove the femoral stem and implant a cement spacer mold. Patient underwent reimplantation procedure on (B)(6) 2013. Patient's legal counsel further reported that reactive metal-on-metal debris was allegedly noted during the reimplantation procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 1 states, "material sensitivity reactions." And number 2 states, "early or late postoperative infection and allergic reaction." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-04004 & -05798 / -05799).